Event description:
During maintenance of the device, the back-up battery of the heart lung console to be installed by the service representative was leaking. An alternate battery was employed. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.